Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 3 had failed. The customer stated that they were unable to access the medication that caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system full height cubie drawer 3 failed. A technical support specialist confirmed that the field service technician (fst) reimaged the station's solid-state drive to resolve the issue. The fst observed that the barcode scanner was not functioning as no light was emitted from the device. The system detected the device as an unknown usb. The tss restarted the station and reinstalled the driver, but the issue persisted. The tss advised the field service technician (fst) to swap the scanner with a known good unit for testing, and the replacement worked successfully. The barcode scanner was then replaced with a working unit. The system functioned as intended after the technical support specialist and field service engineer investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 3 had failed. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.